Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were harder to press, sometimes had to press buttons twice, motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump had reject battery, rejected new battery, slower during rewind, had to restart to the device for clearing code. The insulin pump will not be returned for analysis.